Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the aneurysm embolization procedure, the physician used a microcatheter to delivery the subject stent. Resistance was encountered advancing the subject stent during deployment and it could not be advanced out of the microcatheter. The physician withdrew the subject stent and microcatheter and following this, the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 returned to manufacturer on - updated. D9 product available to stryker ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent device was returned within the microcatheter. The sdw (stent delivery wire) was seen to be kinked at 36cm and 82cm from the proximal end. The stent was found roughly 1mm into the catheter shaft (from the hub). The stent was removed by advancing a 0.0158 mandrel distally through the microcatheter. The stent was seen to be deformed on the proximal end with all 6 markers present. The introducer sheath was not returned. Functional inspection was unable to be performed as the sdw was removed and stent was deployed within the microcatheter. The reported stent failed/unable to deploy could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent device was returned with the microcatheter. The sdw was seen to be kinked at 36cm and 82cm from the proximal end. The stent was found roughly 1mm into the catheter shaft (from the hub). The stent was removed by advancing a 0.0158 mandrel distally through the microcatheter. The stent was seen to be deformed on the proximal end with all 6 markers present. The introducer sheath was not returned. It's likely when the reported resistance was felt while attempting to transfer the device severe manipulation of the unit caused the damage and the subsequent premature deployment. An assignable cause of procedural factors has been assigned to the as reported events of stent failed/unable to deploy and stent deployed prematurely during use as well as the as analyzed events of sdw kinked/bent and stent deployed prematurely during use because this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the aneurysm embolization procedure, the physician used a microcatheter to delivery the subject stent. Resistance was encountered advancing the subject stent during deployment and it could not be advanced out of the microcatheter. The physician withdrew the subject stent and microcatheter and following this, the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.